Manufacturer narrative:
(B)(4). Investigation summary: an opened sample of product code w3205, lot # pa5018 was received for evaluation. During the visual inspection of the sample, the swage and attachment area of needle were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. No needle breakage was noted. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition no breakage needle, and the assignable cause of the breakage suture is a clip off defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pa5018 number, and no non-conformances were identified. Additional information was requested and the following was obtained: clarify if this a single issue or 2 different issues involved with 2 devices for the single patient event/procedure? When they loaded the needle, the suture broke when holding it. Both the suture and needle broke. Did the reported issues occur before or during use on patient? Before use on the patient. Confirm is the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure? I think it was one product.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, the suture broke. The needle broke off from the suture when loading the needle. The procedure was delayed 10 minutes. A like device was used to complete the procedure. There were no adverse patient consequences reported.